Event description:
It was reported that the right ventricular lead and the atrial lead had a high threshold. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, and broken tines. There was apparent explant damage. (B)(4). The full lead was returned in segments, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the proximal conductor was cut, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), all insulators had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation and there was blood in/on the helix mechanism.